Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the system was explanted due to an infection. It is suspected that the implant procedure of the implantable cardioverter defibrillator was the source of the infection. The patient was pacemaker dependent so a temporary lead was implanted prior to procedure. No patient symptoms occurred before, during or after the procedure.